Event description:
It was reported that a needle shaft leak occurred. An icerod cx 90 degree needle was selected for a lung cryoablation procedure. During the test phase, however, there was an air bubble leak coming from the needle shaft. The needle was not used for the procedure, and a new needle was exchanged to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Device evaluation by MFR.: the icerod 1.5 cx 90 degree needle (lot# 29421417) was returned for analysis. Visual inspection of the exterior of the needle revealed no abnormalities. The needle was connected to the icefx console, and a two-minute confidence test was performed. It was discovered during this confidence test that gas bubbles formed at the distal end of the handle that connects to the needle shaft. The needle was disassembled and microscopic evaluation revealed bubbles in the glue around the circumference of the needle shaft and a crack in the glue. The crack and bubble formations in the glue confirmed the clinical observations that a gas leak had occurred. It was reported the leak occurred in the needle shaft, analysis revealed the leak was between the needle shaft and handle joint.

Event description:
It was reported that a needle shaft leak occurred. An icerod cx 90 degree needle was selected for a lung cryoablation procedure. During the test phase, however, there was an air bubble leak coming from the needle shaft. The needle was not used for the procedure, and a new needle was exchanged to complete the procedure. There were no patient complications reported.